Event description:
It was reported that the patient was experiencing an increase in seizures and was admitted to the hospital. Follow up with the company representative revealed that the patient's vns diagnostics were within normal limits and the patient's settings were increased. No additional relevant information has been received to date.